Event description:
A surgeon reported that during retinal detachment surgery, there was a system pressure control issue that lead to choroidal detachment. The incident seemed to be associated to the tubing of the custom pak. The surgeon visited the patient 3 days after the event and assessed that the patient will be operated again. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is not expected to be returned. A supplemental MDR will be filed as necessary in accordance with 21cfr 80.356 when additional reportable information become available. Additional information has been requested but not received to date. (B)(4).